Event description:
Dealer stated that a small piece of metal, near the head motor mount, snapped off of a bar600ivc bariatric bed while the end user was occupying the bed in an elevated position. The head section dropped, jarring the user. No injury.